Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation at the infusion site. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported a skin irritation at the infusion site on the 3rd day of wear. She saw a dermatologist who prescribed her dermacombin cream. Symptoms included redness, pus/pus fluids, and was warm to touch.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in an irritated site. The pod was found to have completed sterility within specification.